Event description:
Knee blew up (joint swelling). Aspirated the knee (knee effusion). May not have placed all the synvisc-one into the knee and some may have gone outside the knee (device use error). Case narrative: initial information received on 29-aug-2018 from united states regarding an unsolicited valid serious case received from a physician. This case involves an adult male patient who experienced knee blew up, aspirated the knee and may not have placed all the synvisc-one into the knee and some may have gone outside the knee, while he was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) at dosage unknown 1x (indication and batch number: unknown). On an unknown date in (B)(6) 2018, the patient's knee blew up (latency: unknown) following which he went to the emergency room. The physician aspirated the knee (latency: unknown). As a corrective treatment, patient was given a steroid to calm the knee down. It was reported by the physician that during administration of the synvisc-one injection, the patient jerked as a result of which he may not have placed all the synvisc-one into the knee and some may have gone outside the knee (latency: unknown). The patient is scheduled to have a follow up visit with the physician on (B)(6) 2018. No further information was provided. Corrective treatment: steroid for all events. Outcome: unknown for all events. Seriousness criterion: required intervention for knee blew up and aspirated the knee. A product technical complaint (ptc) was initiated on 04-sep-2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 04-sep-2018. No safety issues were indicated in this review. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information received on 04-sep-2018 in the form of investigation summary. Ptc results and number were added.